Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time

Event description:
Update 5/5/16 medical records received. Medical records were reviewed for MDR reportability. Patient had revision surgery(B)(6) 2016 and this will be updated. Revision surgical report noted mechanical complications of prosthetic joint implant and that head and neck were revised. There was no other information regarding harms within revision operative report. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 24, 2016.

Event description:
Litigation papers allege the following: patient initially did well after the hip replacement surgery, making good strides in his physical therapy and recovery. However, patient eventually began having pain and/or stiffness in his hip area. Patient may have to undergo another surgery to remove and replace the device. Patient has suffered significant harm, conscious pain and suffering, physical injury, bodily impairment, mental anguish and emotional distress. **update: (B)(4) 2011 plaintiff fact sheet received with part/lot information. Left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.